Event description:
It was reported that the patient collapsed during a vt and the device did not deliver therapy. Subsequent interrogation of the device found that the patient received hv therapy on (B)(6) 2011 due to lead noise. The hvli was 0 ohms indicating a lead anomaly. The patient was brought to the hospital, unresponsive, exhibiting minimal brain function. The patient was placed on dnr status. It was later reported that the patient never recovered and expired a couple weeks afterward.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.